Event description:
It was reported that during routine device check, inappropriate shock for atrial fibrillation with rapid ventricular response was observed. There was also decrease in r-wave amplitude, ventricular undersensing and t-wave oversensing. Lead revision was planned to address the undersensing and inappropriate shock. During procedure on (B)(6) 2007, physician decided to cap and replace the pace/sense portion of the lead as the physician was unable to extract the lead. Procedure was completed with successful dft testing.